Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effects of thrombosis and swelling are listed in the proglide instructions for use as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2021 a venotomy closure was performed via three access sites on the right common femoral vein after an interventional ablation procedure using a 6f sheath. Reportedly, the suture of one proglide device achieved hemostasis at one of the three access sites. Another proglide device was used at a second access site; however, although the knot was successfully advanced and tied off, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis at this access site. No closure device was used at the third access site, manual compression was applied for hemostasis. On (B)(6) 2021 swelling of the leg was observed, and echo showed what was suspected to be deep vein thrombosis. It is unknown in which access site the deep vein thrombosis occurred. The swelling is being observed without treatment. Anticoagulant was given to treat the suspected deep vein thrombosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.